Event description:
Patient underwent lefort 1 osteotomy for cleft lip and cleft palate on (B)(6) 2012. It is reported that the maxillary distractor was irritating the buccal mucose of the patient. Patient was returned to the or on (B)(6) 2012. At this time, surgeon removed the posterior and anterior footplates of the distractor and changed their positions so that the body of the distractor was positioned better. No further information was provided. This is 1 of 7 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.